Manufacturer narrative:
(B)(4). Age was not provided. Device has not been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that abutment screw was loosening.

Manufacturer narrative:
The product associated with this complaint was not returned. The device history record review was performed and did not identify any non-conformances. The lot specific compliant history review indicated a similar incidents. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Complaint is therefore non-verifiable. The following sections have been updated. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.